Event description:
It was reported that there was reduced brake force due to a damaged brake linkage and a damaged caster. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that there was reduced brake force due to a damaged brake linkage and a damaged caster. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.